Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from scope connector cover packing, scope body, up/down angulation control knob, and cracking of glue at bending section cover. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the evaluation findings are as follows: the adhesive on the bending section cover and the light guide lens had a crack; the objective lens and the plug unit had a scratch; the label on the scope connector was peeled; the universal cord had coating peeling; the scope connector cover unit had corrosion due to water leakage; the label on the scope connector was damaged; the universal cord had a wrinkle; the scope cover was shaved and the suction cylinder had no color. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to deformation of the upward/downward angulation control knob, due to a crack on the scope body and due to wear of the scope cover packing, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the objective lens adhesive, the nozzle, the protector of universal cord on control section side, the connecting tube, the adhesive on the bending section cover, the bending section cover, the adhesive around light guide lens, the adhesive around objective lens, the probe cover, the jet tube, the grip and the forceps channel port. Additionally, the evaluation found a whitish foreign material was found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.